Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/20/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: on examination, the audio bolus button cover had been completely peeled off and was missing from the pump. The functionality of the audio bolus button was not able to be tested as a result of the missing button cover. Investigation was not able to confirm the alleged tactile change/unresponsive audio bolus button due to audio bolus button damage. Unrelated to the original complaint, the display screen was noted to be faded and discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).